Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving drain alarms prior to the leak and the treatment was cancelled. The patient believed the leak came from the cassette. A click and humming noise was also reported to occur prior to filling the patient. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. During dwell 2, the heater bag (hb) started filling up with the last bag (lb). The lb option was set to no. The patient was advised on how to change the lb option when treatment completes. Upon follow up, the patient acknowledged the reported event and that moisture was found within the pump module when the cassette was removed after treatment. A draining slowly alarm occurred prior to the leak. There were no holes or damage found on the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient reported that the old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving drain alarms prior to the leak and the treatment was cancelled. The patient believed the leak came from the cassette. A click and humming noise was also reported to occur prior to filling the patient. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. During dwell 2, the heater bag (hb) started filling up with the last bag (lb). The lb option was set to no. The patient was advised on how to change the lb option when treatment completes. Upon follow up, the patient acknowledged the reported event and that moisture was found within the pump module when the cassette was removed after treatment. A draining slowly alarm occurred prior to the leak. There were no holes or damage found on the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient reported that the old cycler is available to be returned to the manufacturer for physical evaluation.